Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was reading inaccurately high compared to her usual meter readings. The patient reportedly had been getting "high" meter readings for the past month. She usually tests 2x/day (when she gets up and before bedtime). Her usual morning readings are between 150-170 mg/dl and her before bedtime readings are usually below 150 mg/dl. The patient reported an event that occurred on the day before, where she felt that she took too much insulin based on her meter readings. At 10:36pm on the same day, she obtained meter readings of "253 and 254 mg/dl," which are higher than her usual below 150 mg/dl meter readings. Based on the meter reading, she took 26 units of novolog 70/30. Prior to taking the insulin, she was also reportedly having hot and cold sweats, which she admitted that she has been experiencing "for a while" and is unsure if the symptoms were diabetes related. She recalled that in about 15 minutes, she started to have a "floating sensation" and was dizzy, not focusing, and felt like passing out. She stated she tested on her meter while experiencing these symptoms but was unable to recall the meter reading. Immediately after the onset of her symptoms, she administered self-treatment with orange juice and felt better afterwards. The customer care advocate (cca) went through troubleshooting with the patient and verified that the meter was correctly set to "mg/dl," the blood samples were taken from the finger, and the correct testing/cleaning techniques were used. This complaint is being reported because the patient allegedly took too much insulin based on her "high" meter readings and then reportedly developed symptoms that could be suggestive of hypoglycemia. She also claimed that she had to self-treat with orange juice after the reported issue. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.